Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). (B)(4). Evaluation codes: method: lens work order search results: visual inspection of the returned product found one haptic, half of other haptic and pieces of optic torn off and missing. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. Claim #: (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).

Event description:
The reporter stated the surgeon attempted to use a aa4204vl silicone single piece lens. When the lens was taken out of package and the physician looked at it under the microscope, he noticed the lens was cracked. Reporter stated the lens was received defective. There was no patient contact. A backup lens, same model and diopter was implanted.